Event description:
It was reported that cardiac tamponade occurred. A pulse field ablation (pfa) procedure was performed using a 31mm farawave nav catheter. Transeptal access to the left atrium was obtained using a non boston scientific (bsc) device and the farawave catheter was advanced into position. Pulmonary vein isolation via pfa was successfully completed and the procedure concluded. One (1) hour post procedure the patient required resuscitation and was returned to the operating room. Pericardial effusion with cardiac tamponade was identified and pericardial drainage was performed. The patient stabilized and was hospitalized. The patient recovered and was discharged four (4) days post index procedure. The physician suspected the tamponade resulted from a difficult transeptal puncture.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6).